Event description:
The customer reported the unit failed to acknowledge lead attachment. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to acknowledge lead attachment. There was no reported adverse pt impact. This investigator reviewed the event summary and confirmed the "leads on pads on ECG equipment malfunction" error. The philips repair bench evaluated the device and found the processor pca malfunctioned. The processor pca was replaced to resolve the issue. The philips repair bench also evaluated the ECG cables and pads cable and no trouble was found. The device passed all performance assurance testing and was returned to the customer.